Event description:
An endurant stent graft was attempted to be implanted in the patient for the endovascular treatment of a 65mm abdominal aortic aneurysm. During the index procedure, the physician attempted to insert the guide wire through the guide wire lumen; however, the guide wire was not coming out at the distal tip. The physician noted a possible occlusion at in the middle of the taper tip. The physician used another device and the procedure was completed successfully. The device was not inserted in the patient. No visible damage was noted on the device or packaging. No clinical sequelae were reported and the patient is doing fine. The complaint was confirmed; there was an obstruction in the tapered tip lumen that prevented wire passage. The material occluding the tapered tip likely matched hydrophilic coating. The root cause of the event is likely due to hydrophilic coating entering the tapered tip lumen during manufacturing.

Manufacturer narrative:
(B)(4).